Manufacturer narrative:
Although there are no reports of injuries or risks to the patient or other personnel, richard wolf gmbh consider this case to be a reportable malfunction because there have been reports of similar issues, which were reported as serious injury in the last two years.

Event description:
It was reported that the handpiece has failed to provide the intended suction during a holmium laser enucleation of the prostate (holep) procedure. There is no report of injury to the patient or other personnel. However, the reported issue caused a 20 - 30 minutes delay in the procedure while the user have attempted to troubleshoot the handpiece. The doctor eventually shifted to using bipolar loop resection to break apart tissue into smaller pieces then used the ellik evacuator to remove them. The scheduled procedure was completed, and no additional treatment was required.